Manufacturer narrative:
One open trocar assembly, in a small parts tray, in a bag, was received. The returned sample was visually inspected and was found nonconforming. Blade was observed to have a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customer's reported issue of dull blade. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformance, such as damaged cutting edges, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the trocar could not be inserted during cataract vitrectomy surgery. The surgery was completed after replacing it with another pack. There was no harm to patient.